Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Omsc could not trace manufacturing history since lot number was unknown. Based on the past similar cases, omsc presumed that the user lacked understanding of stopper detachable from maj-891, or the stopper received some strong physical stress and became broken. Based on the past similar cases, omsc presumed that the breakage of the irrigation port and the locking ring was due to stress as a result of repeated use. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the stopper of the subject device was detached, and the irrigation port and locking ring had impact marks, wear and tear damage. There was no report of patient injury associated with the event.